Event description:
It was reported that following the implantation of a monarc, the patient experienced vaginal pain and a "small vaginal erosion" in 2013. The "eroded tape [was] excised". The patient's last "eua" and cystoscopy confirmed no evidence of erosion. It was noted that the patient was "dry and happy with result", with no evidence of erosion, at the 3 month post-op examination in 2011. There were no further patient complications reported in relation to this event.